Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported 'multiple upstream occlusion alarms' which was reproduced. A review of the event history log identified 'upstream occlusion!' Messages. The cause was determined to be the ultrasonic sensor lower reading was out of the calibrated specification range which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed multiple upstream occlusions during testing in the biomed service department. There was no patient involvement. No additional information is available.